Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks. Presenting electrogram (egm) also showed atrial undersensing. There was no additional information obtained. This crt-d remains in service. No additional adverse patient effects were reported.